Event description:
It was reported that the uspo2 cable is yielding low spo2 readings. The customer states that when monitoring the patient, the rad-57 will read spo2 ~80% but suddenly drops to 60% or below. The customer recalls a reading of about 30% for the lowest reading at one point and determined that the uspo2 cable is defective by attempting to duplicate discrepancy with known good usp02 cables. No patient incident reported.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.